Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though no verified, patient was implanted with aris mesh. Later the patient experienced abdominal, lower left quarter and suprapubic pain, difficulty voiding and releasing urine, vaginal spotting, urine frequency, urgency and recurrent urinary tract infections. No explant procedure was reported. Subsequent treatments and/or therapies were reported.